Manufacturer narrative:
The hill-rom technician found all four brake casters not holding. A search of hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters to resolve the issue. Base don this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).